Event description:
A malfunction alarm occurred with code malf 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information and assistance for resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happens again.